Event description:
It was reported a hospital complained that 50 devices presented issue. In some devices the urine came out on the chamber, some devices presented the break in the pouch's weld, some devices when they try to open the valve the urine doesn't drop to the chamber and in other devices the handle is hard to move. It was stated, the complainant doesn't have a details about the hospital's complaint. This report is to encompass the "urine doesn't drop to the chamber."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was used on a pt, however there was no report of harm to the pt. It was stated, the device was removed or discontinued (it was discarded and a new one was placed. Additional info was received which stated, "we don't have anymore info about these cases. We just know that the 50 units (or more) presented issue, but we don't know many units presented issue in the chamber, or in the handle, or in the pouch. The hospital doesn't have this info registered, but we orientated the hospital about the importance of registering complaints." The device history records were reviewed and there were no related non-conformance reports concerning the complaint issue. The complaint issue has been investigated previously which is now closed/done. A corrective action is not required at the moment. Received complaints with the similar issue were analyzed. The possible root causes of failure "the urine doesn't drop to the chamber" being identified as: if the urine meter is not installed below the bladder level, if the tube is changing in loops, if the midpoint of the tube is hanging below the level of the urine meter. Historically it is found that the tube can be raised and were from the midpoint several times for better flow. The true root cause cannot be identified on the base of info received. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for eval is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware. Note: there are four (4) cases associated with this device; therefore a separate FDA form 3500a has been generated to address the other three (3) cases.